Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed between the twist clamp and tubing of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy, when infusing a dialysate bag. The patient immediately closed the twist clamp and applied an extra white clamp. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: the device received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted the tubing was separated from the female connector. Markings were observed on the tubing indicating the tubing was positioned on the female connector prior to use. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.